Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not functioning properly because it was intermittently clicking where the piston is and it would act as if it was giving insulin but it actually wasn't. He also reported that the sensor was reading high glucose between 200 and 230 mg/dl and he was treating and ended up with low blood glucose due to giving himself too much insulin. Blood glucose value is unknown. He stated he has reverted to manual injections and did not have the insulin pump and to troubleshoot. He was advised to check the drive support cap and the history for no delivery or motor error alarms and call back when available to complete troubleshooting.